Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the kept on vibrating, screen won¿t turn on and red light was flashing. The customer reported that the display was not blank less than 30 seconds and then return. The customer was assisted with troubleshooting and customer reports display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.